Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of 'broken/loose cable'. Failure analysis found the primary failure of broken/loose cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attribute to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part # 420318-05 /lot # n10181114 - 011) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system rsh0252. The alleged event occurred on the 2nd use of the instrument. There are 8 more uses remaining. A review of the site's system logs for the reported procedure date was conducted by. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the small grasping retractor instrument cable broke. The procedure was completed with no reported injury.